Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient stated they had burning at the battery site, the ins seemed to be emanating a strong heat when recharging and the ins was warm/the patient felt heat all the time even when not recharging; the patient noted that this started about 2 months prior. The rep said they thought the recharge setting was 4 and it was reviewed to possibly change the setting. The rep reported that the ins showed shorts at electrodes 0 and 8. The rep reprogrammed around those electrode with ld settings. The rep said they tried hd settings but it did not help with the patient's change in therapy/lack of effective relief. It was later reported that, after the reprogramming, the pain relief was great. The rep stated that they had an appointment with the patient and neurosurgeon scheduled for (B)(6) to address the burning concerns.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a pocket revision and the healthcare professional (hcp) moved the ins from the gluteal region to the low abdominal region due to a pocket burning sensation. The rep stated that the pocket was opened and the leads were released from the ins, a new pocket was created abdominally, the leads were retracted back to the spinal incision, a tunnel was then accomplished from the spine to the abdominal pocket, the leads passed, and the leads were inserted into the ins. The rep said that electrodes 0 and 8 were shorts prior to the surgery on the day of the report, but now they had cleared up. The rep reported a new electrode impedance issue with electrode 6@9780 ohms, 7@11330 ohms, 14@10760 ohms and 15@13010 ohms; changing the reference gave different impedance values, but they were still generally high, and the rep was getting out of regulation (oor) messages. At one point during the impedance test electrodes 1 and 2 were greater than 40k. The rep insisted that the lead didn't move, but wasn't sure if electro cautery might have caused any issue with the lead. The rep said the hcp cleaned the lead and even flushed the header block with sterile water. Fluoroscopy was then wheeled and it was observed that a lead had moved and the bottom of the leads retracted from the epidural space. The leads were re-positioned as close to the last x-ray as possible and re-anchored. The rep noted that impedances were within normal limits at closing. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient was seen for a postop visit at (B)(6) 2018. The patient had ins relocated from the left gluteal area to the left abdominal area. The device was programmed to accomplish stimulation bilaterally from above knees to feet. Patient was happy and said it was the best coverage she has had, thus far. They then re-oriented and set her sensor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient with implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type ii. It was reported there was change in therapy. The patient states she needs to meet with someone to set her ins to the correct settings, so it will work. The patient has had her ins for several weeks and it was not working correctly to manage her pain. The patient states she cannot take the pain because it is insane, and she is not sleeping. The patient was reprogrammed several weeks ago, and the representative set hd settings and those did not work, and the pain is worse. The patient stated she needs the ins to work because was the whole point of having it implanted. The patient reported the trial was amazing. The manufacturer representative subsequently reported that he had met with the patient and reprogrammed her with hd and a couple different groups that he asked her to evaluate over a period of time to see if that achieved relief for the patient. The representative was scheduled to meet the patient on (B)(6) 2018. The representative further reported that the patient had a loop recorder inserted since that last time she was seen. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they saw the patient with the healthcare provider (hcp) and it was agreed that the patient may have a ¿cluneal¿ nerve that was bothering her in her pocket site. The rep reported that it was decided she would have her neurostimulator (ins) relocated to an alternative spot for comfort. The rep reported that the patient did describe programming and relief as amazing., but constant burning that was exacerbated on recharging. The rep reported that the patient also had a ¿loop¿ recorder and a pelvic device in the right gluteal area. The rep reported that the revision was scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the heating from the ins is unknown. They stated that the event has been confirmed with the physician account. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was explanted because the patient was more active and did not need the therapy. The physician declined to return the device. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-12-12. The rep reported that the patient had explant scheduled for (B)(6) 2019. There had been no other follow-up between the patient¿s last programming and setting of adaptive stim and the patient saying she was doing well on (B)(6) 2019. No further complications were reported/anticipated.